Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively after a pulsed field ablation procedure, the patient was exhibiting stroke-like symptoms. When the patient woke up in the recovery room, the patient complained that one leg hurt a lot. The ankle on the hurt leg was visibly more swollen than that of the other leg. The patient also complained of groin pain on the same side as the access site. The physician confirmed on ultrasound that there were no issues with the access site. One of the patient's arm was weaker than the other and the patient was unable to lift one leg as well as the other leg. One side of the patient's body was weaker than the other. The patient was transferred from the lab and to the emergency room. The provided medical intervention was unknown. It was unknown if the stroke was confirmed. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.